Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The device was evaluated upon receipt. A mixing pump problem was discovered. Mixing pump was replaced. A functional test was performed. The evaluation found no other issues with the arctic sun performance. It is known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per review of wo on 17mar2023,no patient involvement. Symptoms were detected during the equipment inspection. Per wo update on 20mar2023, they found mixing pump problem and they replaced mixing pump assembly. Per follow up information received via email on 20mar2023, they replaced mixing pump assembly and date of event occurred was 16mar2023.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per review of wo on 17mar2023,no patient involvement. Symptoms were detected during the equipment inspection. Per wo update on 20mar2023, they found mixing pump problem and they replaced mixing pump assembly. Per follow up information received via email on 20mar2023, they replaced mixing pump assembly and date of event occurred was (B)(6) 2023.